Event description:
Approximately 20-25 days post collection, the customer reported a pt with a bacterial infection shortly after transfusion of an rbc product collected on a trima accel. The pt was treated with antibiotics and discharged 4 days later on oral antibiotics. A repeat blood culture 2 days after the initial positive results showed no growth. The pt is reportedly fine now. The transfused unit was part of a double rbc collection that was split using gravity techniques. Thus the bags were open to each other for some amount of time in order for the product volumes in each bag to equilibrate. The second rbc unit was transfused without incident. According to the customer's medical director, "at the time, the pt had the reaction to the transfusion, it was also determined that he had a lower lobe pneumonia. However, the presence of bacteria in the blood culture mandated IV antibiotics for at least a couple of days until the culture became negative. The source of the bacteria in his blood stream remains unk."

Manufacturer narrative:
The device was unavailable for return and exam. The device history record including sterilization record for lot 03r2106 was reviewed. The review concluded that the lot was mfg according to specifications and all parameters were met during the sterilization process with no deviations. An analysis of the complaint database for this lot revealed no similar occurrences have been reported, nor any failure of the disposable lot that could explain the reported occurrence. At present, there is no indication that the device caused or contributed to the event. If the kit is later received and findings differ from the info presented in this report, an addendum will be filed.